Event description:
Additional information was received that the patient was brought into clinic and bluetooth (ble) function was restored.

Manufacturer narrative:
The reported event of inability to communicate via bluetooth (ble) was confirmed. Based on the review of the information provided, it was suggested that a memory corruption had occurred, resulting in the loss of ble connectivity.

Event description:
During an in clinic follow-up, the device was unable to communicate via bluetooth telemetry. However, the device was able to be interrogated using inductive telemetry. No intervention has been performed. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.